Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a system error 2267 (air in set) alarm on a homechoice (hc) device during dwell. The patient was connected to the homechoice at the time of the alarm. A technical service representative (tsr) reviewed proper procedures with the patient. The patient was to complete therapy with manual supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.